Manufacturer narrative:
Insulation and conductor damage were found at 24.0-25.5cm from the pin, consistent with clavicle crush damage. The rv conductors were fractured at this location. This is consistent with the observation from the field.

Event description:
Also noted were low pacing lead impedance and high hv lead impedance.

Event description:
It was reported that the asymptomatic patient presented to clinic for device changeout due to normal eri. Upon interrogation, possible clavicular crush on the lead was observed. Noise on the lead was noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.